Event description:
It was reported that the right ventricular (rv) lead's bipolar impedance had been steadily increasing since on (B)(6) 2024. The patient's device properly switched to unipolar after observing the out-of-range bipolar measurement. The unipolar measurement seemed to be in range. A possible outer coil fracture was suspected. An increased capture threshold was also observed. The old rv lead was capped on (B)(6) 2024 and replaced. During the procedure, the patient's blood pressure dropped, and the physician noticed pericardial effusion. A pericardiocentesis was performed. The patient was stable and transferred to the intensive care unit.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.